Event description:
A falsely elevated troponin I result of 6.34ng/ml was obtained. The result was reported to the physician. The same sample was tested and results of 0.02 and 0.04 ng/ml were obtained. No information was provided regarding pt treatment. Unable to determine adverse health effects due to falsely elevated troponin I result. Analysis of the instrument by a dale behring field service rep indicated that the most likely cause for the falsely elevated troponin I result was maintenance problems with the hm module.